Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported difficulty was not confirmed due to the components not being returned and the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a note written on the packaging of the nc trek balloon catheter read: "stylet would not come out". However, there was no more information available for this event from the cardiac cath lab. Upon further inspection of the device by the abbott representative, it was noted that the protective sheath was no longer on the device, but the device had not been used. There was no patient involvement and no reported clinically significant delay in the procedure. No additional information was provided.